Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. When the physician was implanting the right ventricular lead, they had difficulty positioning the lead and felt the lead did not respond as they expected. When they attempted to extend the helix, the helix sprung back. The physician elected to remove the lead and use a different lead for implant. The patient was discharged post-procedure.